Event description:
It was reported that the implant at tooth site #15 was removed due to bone loss. Bone loss.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number k101880.